Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that lately it was harder for the patient to start urinating. They stated that it was not all the time, but sometimes they had to force it out. This had started probably a month or so ago. Before they got the implant, they were not sleeping at night and were waking up in the middle of the night to go to the bathroom. Every time they woke up, they had pressure on their bladder. They had put the implant in, and it had reduced it down to 4-5 times a night. The doctor had said that was a pretty significant change. They had talked to the manufacturing representative (rep) on 2024-aug-21, and the rep had told the patient to turn off the therapy and let it rest. They were just getting around to sitting down and turning the therapy on. They had increased the stimulation from 3.2 to 4.1 and had felt a little shock or something where the implant was and not in the bicycle seat. They had decreased the setting back down to 3.2 and had then slowly increased it, stating they were still feeling stimulation where the implant was. They had often seen the device not responding screen keep coming up when adjusting settings, and then it had connected. They had maintained the stimulation level and had informed the rep..